Event description:
It was reported that during the attempt to split the peelable sheath, one of the wings snapped off and generated small plastic chips. All pieces of the sheath was successfully removed from the patient's body and no further adverse event has been reported. The physician experienced difficulty in splitting the sheath and decided to use a different sheath.